Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver and smart device lost connection with the transmitter. Patient stated they were a doctor and her device was an investigational device for testing purposes. None of the devices' serial numbers were in dexcom's systems. Patient stated that they tried to reach their contact in r&d, but were not successful. No additional patient or event information is available.